Event description:
Complainant alleged that visitor in the hospital collapsed in the elevator. Multi-function electrode pads were placed on the pt and attached to this device; the device failed to discharge. The clinician switched from electrode pads to defibrillator paddles to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that the electrode pads were subsequently discarded and are therefore not available for evaluation. Testing of the device at the facility's biomed department was unable to duplicate the reported malfunction.